Event description:
The olympus service department reported, during evaluation, the camera head had no image. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the device had no image due to faulty cable, and the cable was noted to be mechanically damaged. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The customer reported event on the initial medwatch was excluded in error. The customer reported there was no image with the subject device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, and additional information based on the legal manufacturer's final investigation. Additional information was received from the reporter indicating, the reported issue was observed during preparation for a cholecystectomy procedure on (B)(6) 2022. It was indicated that the intended procedure was completed with a similar device with no hard or injury to the patient or user. Since the subject device was manufactured more than 15 years ago, manufacturing record was not able to be reviewed. Based on the results of the investigation, it is likely that the since the bottom of the cable was damaged, image transmission from coupled charged device (ccd) caused irregularities, and the event of no image was caused. The cause of damage at the bottom of the cable was not able to be identified. This issue is addressed in the instructions for use (IFU): ¿·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor the field performance of this device.